Manufacturer narrative:
Additional information was requested and the following was obtained: please provide specific information regarding wound cleaning performed by surgeon. Was there any infection? How treated? There was no infection. I don't have operation detail.

Manufacturer narrative:
One representative sample was returned for evaluation. The sample was examined for visual defects. The packet was opened and the needle was attached to the suture. The swage area of the needle/suture was examined and no attachment defects were noted. The suture was dispensed without problems and examined along of the strand and no defects were found. The suture did not present defects.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts will be made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide specific information regarding wound cleaning performed by surgeon. Was there any infection? How treated?

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy on an unknown date and suture was used. Post-op, it was noted that the suture absorbed not well. The surgeon cleaned the wound and the patient condition turned better. There were no adverse patient consequences reported. Additional information has been requested.